Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 246 mg/dl. The customer delivered a bolus with the pump. A system check performed with tandem technical support indicated that the pump was operating as expected. A recommendation was made for the customer to consult with their healthcare provider regarding factors that could impact bg level.